Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and when inserting any catheter into the sheath, air was observed to enter the valve of the sheath. No air was being introduced into the patient. This problem did not occur with the replacement sheath. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a bent mark in the shaft area. Microscopic examination of the hemostatic valve surface did not show any stress marks on the outer diameter. An irrigation test was performed and no leakage, air, nor bubbles were observed. Device history record was performed for the finished device number lot 60000257 and no internal action related to the complaint was found during the review. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer was not confirmed. The issue observed with the shaft could be related to the excessive force or manipulation of the device during the procedure. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (b0)4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and when inserting any catheter into the sheath, air was observed to enter the valve of the sheath. No air was being introduced into the patient. This problem did not occur with the replacement sheath. There was no patient consequence.